Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hole/perforated is acknowledged within the directions for use (dfu) and is not related to off label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision surgery, during which the physician confirmed that the cuff had a hole, and the device was explanted. There were no patient complications.